Manufacturer narrative:
Company rep evaluated the sys. Corrections included replacement of the power switch and rebuilding of the kvm components at the system's rack.

Event description:
Customer reported loss of communication between the panorama central station and ambulatory telepacks. No pt injury was reported.